Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had backflow the following information was received by the initial reporter with the following verbatim: here is exactly what is happening, it happened today. I primed this line myself using the instructions and the line was connected to the central venous catheter. The infusion rate is 6 mls/hr, this patient was sitting on the edge of the bed with the line still connected, infusion still running and this back flow occurred. This is the exact issue we are having.

Manufacturer narrative:
No 10010454-0006 sample was received for investigation. The customer reported that they experience blood reflux from the distal end 5 hours into an infusion. As part of the investigation the customer provided a photograph; analysis of the photograph confirmed that blood reflux could be observed from the male luer to the in-line filter. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However please note this infusion set does not contain a back check valve (bcv) and therefore it may be possible for back flow to occur under certain infusion rates and clinical set-ups. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.